Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) verified no further reported problems since the initial issue with the stapler. No site visit was conducted. A curved-tip stapler 30 instrument was received for failure analysis. The instrument was found to be fully functional, with no problems detected. The stapler logs were reviewed. The logs showed the curved-tip stapler 30 was installed on the system four times and fired three reloads (2 white, 1 green). There were no clamping or firing related errors observed in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument was stuck on the pulmonary artery. The customer reported no adverse effect to the grasped tissue with no unexpected tissue removal. The customer stated no bleeding was observed. The customer observed a clamping failure indicating the tissue was too thick however there were no clamping issues prior to this firing sequence. The customer used the stapler release kit (srk) but was unsuccessful at releasing the grasped tissue. The customer ultimately used a laparoscopic stapler to cut and remove the grasped tissue from the curved-tip stapler 30 instrument. The instrument was inspected prior to use with no reported damage. The procedure was completed robotically as planned.